Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the tampon string broke into two pieces. She was able to remove the pledget from her vaginal cavity. She did not seek medical attention and did not experience any adverse health effects.